Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available medical records and healthcare professional assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "the tibial component shows clear loosening as there is a large area of radiolucence around the implant with some cavities. Migration anterior is likely, however, without further x-ray or CT-scan to compare, this cannot be confirmed. The pe is not visible in the CT scan, there is no clear indirect sign of loosening or migration. The talar component has little areas of radiolucence but overall loosening or migration cannot be confirmed with this CT scan only." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by the presence of radiolucence and cavities suggestive of implant instability. If any further information is provided, the complaint report will be updated.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.